Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was unable to recognize a battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause of the resets and inability to recognize a battery pack is the liquid contamination. The root cause of the liquid contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.